Event description:
Caller reported that the t: slim x2 pump battery would not charge and there was a power source alert, specifically alert 07, noted in the pump history. There was no adverse impact to the customer's blood glucose level. The issue resolved itself, but technical support informed the caller that tandem does not recommend using third-party charging supplies. Technical support arranged to send a replacement tandem wall adapter and charging cable via two-day shipping.